Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
While trying to remove the reverse tray the handle broke off. During surgery, the fork part cold welded in between the tray and stem and could not be removed. It resulted in having to remove the stem and cementing a smaller stem. Downsized implant and cemented. Back up device was available. Extended surgery time greater than 30 minutes. Trauma occurred and caused additional fracture and bone loss.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.